Event description:
Manufacturer received report from company representative at office visit with physician that the programming wand failed to program. Troubleshooting was performed by the company representative for communication problems and communication was unsuccessful. Programming wand has not been returned for analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.